Event description:
Information was received indicating that during use of the administration set the pump exhibited a ?no disposable, clamp tubing" alarm. Per reporter there was also a tubing leak. It was reported that the residual volume was 63.2 ml, the rate was 2.0 ml, and the given volume was 28.85 ml. No adverse patient effects were reported. Per reporter, no additional information available at this time.

Manufacturer narrative:
Additional contact information: (B)(6). Internal ext. (B)(6).